Event description:
It was reported that a vns patient had passed away. The patient had a heart attack in 2014, no exact date given, and passed away. The patient reportedly had chronic heart problems. A review of the manufacturer's in house programming history identified the patient's last known settings in (B)(6) 2014. All diagnostic results available were within expected limits. No additional relevant information has been received to date.